Event description:
Medtronic received information that prior to use of a bio-console instrument, it was reported that a power supply failure occurred. It was reported that the power supply would not adjust to 30 volts. There was no patient involvement, so no adverse effect occurred. Medtronic service provided 31 volt power supply to the customer to install the part. No further action required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is not confirmed for the bio-console instrument's power supply failure. The issue was not verified, as the instrument did not return to medtronic service for analysis. Medtronic service provided the part numbers for the customer to order a power supply. The customer will install the part. Trends for issues with this instrument are reviewed. H8 usage of device has been corrected to reuse. Correction b5: use of the instrument was unspecified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.